Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was unable to upload the device onto the computer. Customer's blood glucose was unknown. Customer had not been wearing the device for over a month. During troubleshooting, found signal too low alarm, unexpected restart alarm, compromised force sensor system alarm, and displayable history check failed alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Unable to download using carelink, due to multiple alarms in insulin pump history. The device alarmed due to corrupted history file. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No prime alarm noted during testing. The insulin pump passed test and self-test passed. No alarms noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.